Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophageal variceal ligation procedure performed on (B)(6) 2011. According to the complainant, while attempting to band the esophageal varices, the bands misfired. After withdrawing the device from the patient, one band was found to be caught underneath the remaining bands. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.